Event description:
Jaw snapped off during surgery, left in patient.

Event description:
It was reported that during a testis ablation procedure, the clips were released but they would not close. The clips were malformed. Another like device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Misaligned jaw, yielded jaw. The analysis results of the msm20 found that it was received with the jaws yielded and misaligned. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.